Event description:
The patient had experienced decreased efficacy and increased baseline spasticity since their pump was replaced in (B)(6) of 2011. No diagnostic tests were performed. There were no pump alarms and the pump programming was stated as correct. The drug delivered was lioresal 500 mcg/ml at 34.94 mcg/day; this dose had not changed. The pump event logs were normal, there were 7 normal events noted since the day of pump implant. Further troubleshooting options were being considered. The healthcare provider had aspirated the site, but chose not to do a dye study. The patient's dose was increased several times. The patient continued to have increased spasticity. The patient also had a urinary tract infection (uti) post operation that continued till the end of (B)(6). Additional information later received on (B)(6) 2012 indicated that the patient had not reached efficacy since the pump was implanted in (B)(6) of 2011. A physician was contemplating if the catheter tip was in the epidural space; and inquired about using glucose test strips to determine if there was any cerebrospinal fluid through the catheter. It was thought that there were no volume discrepancies, but this would be confirmed with the physician. During catheter dye study, the physician was unable to aspirate anything from catheter access port. Therefore, no dye was injected. The patient was scheduled for a catheter revision; and when the physician later disconnected the catheter from the pump, the catheter was free flowing. The physician was able to withdraw about 3 ml of fluid. He then injected dye and the catheter appeared to be intrathecal. It was indicated that a revision was done; however, it was stated that the physician did not revise the catheter.

Event description:
A healthcare provider indicated that the cause of the event was due to an occlusion of the catheter. A catheter occlusion was determined via a catheter dye study which was performed on (B)(6) 2012. The patient experienced increased spasticity but was not hospitalized. A revision was performed. It was reported that the patient's pump administered compounded baclofen (500 mcg/ml, 46 mcg/day); however it is unclear as reported if/when the pump had contained compounded baclofen.

Manufacturer narrative:
Catheter model: 8703w, lot # l71620, implanted: (B)(6) 2000, explanted: unk; catheter model: 8578, serial # (B)(4), implanted: (B)(6) 2011, explanted: unk.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).